Manufacturer narrative:
The date of manufacture will be provided in a f/u report. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report that the s5 double head pump stopped during use and restarted without command during use. There was no report of pt injury resulting from this event. The investigation is on going. Details of this event will be provided in a f/u report.

Event description:
Sorin group (B)(4) received info that the s5 double head pump stopped without error code during use. There was no report of pt injury related to this incident.